Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had power failure. A field service engineer found that the fridge had no power and checked the cabling, all power sources, and confirmed that the battery backup and power were in the on position, but no power was detected. The engineer then checked the outlet and performed a visual inspection, discovering that the power cord was disengaged at the helmer fridge. The helmer unit was properly powered down, including the backup battery, and the power cord was reconnected at the rear of the fridge. The system was then powered back on correctly, the backup battery was replaced, and the helmer display became fully functional with the fan, lights, and all connections operating properly. The fridge began returning to temperature, final testing was performed, and the customer was able to recover and inventory the helmer fridge successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, station a-caph had no power. Customer stated that all connection points were secured appropriately and device was out of range. However, there were no delays or adverse events or injuries reported based on this event.